Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Some of the samples utilized in the study were from patients with a symptom onset >14 days. Possible use of samples with low viral low diluted in vtm. Root cause: could not duplicate with retains. Unable to determine. Source: phone.

Event description:
1 reported false positive sars result for 1 patient. The customer communicated the result was confirmed negative by molecular (pcr testing). The facility collected the samples in bd utm and cephied media. The days post onset of symptoms is unknown. The result was a part of an evaluation study with the hospital group that occurred over the course of multiple weeks.